Event description:
It was reported to our sales and service unit (ssu) that the hospital facility requested service on one of their ventilator system. At the service visit it was found out that an mr-conditional ventilator had been attracted to an mr-scanner. There was no patient issue or clinical consequences reported. There was no further information about the circumstances behind this event. (B)(4).

Manufacturer narrative:
(B)(4). The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels, and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr-scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the customer. The ventilator can be attracted to the mr-scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. The customer requested a paid repair, they did not want to report a complaint, which was filed by our sale and service representative. As a consequence the details behind this event is not fully known, but the provided information is indicating that the ventilator was not used as intended. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in the mr environment.

Event description:
Manufacturer ref. #: (B)(4).